Event description:
It was reported that during procedure the right ventricular (rv) lead's fixation helix may have partially deployed during placement and "got stuck" upon repositioning. While fluoroscopy indicated that the helix had retracted, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned for analysis and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).